Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: a1, a3, b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a surgical intensive care unit (sicu) patient received continuous renal replacement therapy (crrt) treatment due to pyaemia shock. A temporary hemodialysis catheter was placed in the right femoral vein and the crrt process went smoothly. After a period of time after completing intubation, it was discovered that the catheter's end of the blue extension tube (at the junction of the luer adapter and extension tube) was cracked which caused the patient's blood to leak out during normal use and crrt treatment and the machine had an alert. The catheter was not repaired. There was no cleaning agent used on the device and tego was not utilized. There was no luer adapter issue and normal preoperative cleaning and disinfection work was done on the insertion site prior to product placement. As the product was in the hospital catalog, no problems were found in the early stage (nothing unusual was observed on the device prior to use). Flushing was done prior to use and there was no problem found (had a normal result). The clamp was not moved periodically. The adapters were tightened by hand. The situation had no combined medication/device (no other products utilized with the device). As it was impossible to continue to use it, the crrt treatment was then stopped, the catheter was replaced with a new one in time, and the crrt treatment was continued. The treatment was completed. There was blood loss and blood transfusion was not required. The blood of the patient was safely returned. There was no patient symptoms or complications related to the event. There was no patient injury.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection of the photo noted a crack at the blue luer adapter extension tube junction site. It was reported that there was a leak on the extension tube. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dialysis, there was a crack at the venous transparent extension tube of the catheter which caused for the blood leak and the machine had alarm. They replaced a new set of catheters to resolve the issue. The new catheter was reinserted to the patient as the intervention/treatment required as a result of the leakage and as the medical intervention done to the patient. The treatment was completed, there was a blood loss and blood transfusion was not required. Nothing unusual was observed on the device prior to use, flushing was performed with a normal result, there was no other product utilized with the device and the blood of the patient was safely returned. The clamps were moved to a new location after each treatment. The catheter was not repaired, there was a leak at the junction of the extension tube and bifurcate. There was no cleaning agent used on the device, tego was not utilized, there was no luer adapter issue and there was no patient symptoms or complications related to the event. There was no reported patient injury.